Manufacturer narrative:
G2: country of origin - italy. H3: product analysis: part# 5430030; lot# 0030778c visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. This is consistent with misalignment of the mas and set screw threads during construct assembly. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a set screw used in spinal therapy for spinal stenosis. It was reported that the event was an open surgery. The set screw didn't fit perfectly into solera tulip, surgeon tried to insert it but with no result. Finally, surgeon noticed a problem in set screw thread, so he didn't implant it. He changed set screw with another one. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received. It was reported that the therapy/ surgical procedure was open spine stabilization surgery with solera mas system. The surgeon referred that he tried to put set screw into head screw some times but this didn¿t fit perfectly. At the end, he realize that a small part of the set screw was broken (thread). So he decided to use another set screw.